Event description:
Patient called stating that over the weekend he had two catheters that the balloons burst and the catheter expelled his body. In addition to the balloons bursting, the material is thin and extremely flexible, allowing the hose to crimp easily, causing a bladder not to drain.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation, only a photo provided. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Patient called stating that over the weekend he had two catheters that the balloons burst and the catheter expelled his body. In addition to the balloons bursting, the material is thin and extremely flexible, allowing the hose to crimp easily, causing a bladder not to drain.